Event description:
It was reported that during an unspecified interventional procedure "catheter blockage" occurred. At an unknown time during the procedure, the physician reported that the renegade hi flo "had a blockage during procedure inside the catheter. He completed the procedure by using a v-18 wire to unblock it." We have requested clarification as to what was meant bye "blockage". However, additional information has not been provided. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).